Event description:
Pt presented to the emergency room with bruises, redness, tenderness, edema, and oozing ecchymotic catheter site to the right flank and back. Pt was taken to surgery for emergency removal of the catheter which had been implanted 11/23/93.